Manufacturer narrative:
The stone extractor was received noting the sheath to have several bends and a separation of the outer sheath however the sheath remained on the shaft of the extractor, no portion of the extractor remained inside the pt. In viewing the tip of the sheath it was noted to be split from pressure being applied during stone capture. Most likely excessive pressure has caused the separation to occur. To complete the procedure the physician went in with forceps, retrieved the stone at the bladder opening.

Event description:
Physician was trying to get the stone out of the ureter and began to experience difficulties. When he looked down at the catheter, he realized the device had separated and could visualize the wire. He had the stone retracted all the way to the opening of the bladder and removed the ngage nitinol stone extractor and was bale to successfully remove the stone with forceps. No additional procedures, physician had successfully removed many stones with the device and feels that the procedure was extremely successful.